Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pelvic pain, urinary problems, corrective surgery, infection, and erosion. No further information has been provided.